Event description:
During a coronary drug eluting stenting treatment procedure the catheter shaft broke. While the physician was inserting a 3.50x16mm taxus express2 drug eluting stent into the runway guide catheter the shaft broke outside the pt. All portions were removed and there were no pt complications. The procedure was completed with another taxus express2 stent.